Manufacturer narrative:
Additional, corrected, and/or changed data: a.3., b.2., b.3., b.5., b.7., d.4., d.6., h.4., h.6. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Additional information received noting the event occurred in the left eye with a further description of "it was necessary to do a high pressure on the injector during implantation, increased resistance to deliver the implant."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported an event with a xen 45 gel stent as they "had to press the injector with much more strength than the normal and expected, and the needle ¿didn¿t go all the way¿, leaving the implant in not the best spot to drain".